Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the inferior vena cava. According to the information received in the patient profile form, the patient became aware of the reported events approximately 14 years and 5 months post implant. The patient also reports blood clots, clotting, and/or occlusion of the ivc, pain and anxiety. According to the implant record, the patient had a history of morbid obesity and deep vein thrombosis and needed to off coumadin for a planned surgery. The filter was placed via the right common femoral vein and deployed in satisfactory position after assessing the ivc, via contrast injection, for confirmation of the vena cava size and position of the renal veins. There is currently no additional information available for review. The product was not returned for analysis. The device history review could not be completed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information available and without the procedural films or post implant images to review the reported device perforation of the inferior vena cava could not be confirmed or further clarified. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation of ivc wall. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the patient had a history of morbid obesity and dvt. The filter was implanted via the right common femoral vein due to thromboembolic disease. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 14 years and 5 months post implantation. The patient reports perforation of filter strut(s) outside the ivc, blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from pain and anxiety.